Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with an optetrak logic device on the left knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
D10 concomitant devices: 02-012-61-6000 - tru offset stem ext coupler, 6mm 4996577 02-010-66-1002 - metaphyseal femoral cone, small, h42mm 5336474 02-012-64-1480 - tru fluted stm ext 14mm x 80mm blast 5892677 02-010-06-0220 - tru cc femoral size 2 left 6061618 h4: corrected.

Manufacturer narrative:
D: added product information for medical suspect device. The reason the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.